Manufacturer narrative:
D9, h2, h3 d9, h2, h3.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 186 mg/dl. Reportedly, a new cartridge was loaded. And insulin delivery was resumed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 186 -250mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed.